Manufacturer narrative:
Summary eval: suspected-due to handling/transit damage.

Event description:
On 6/1/1998, co's redmond office was contacted by hospital workers comp regarding an incident at hospital. No person's name or date was offered. On 6/3/98, co spoke with the o.r. Supervisor at hospital. Co asked her if any person was cut while opening a vial of simplex monomer recently. She said yes, about a month ago. She would not tell reporter who or when and she could not discuss it further. Co asked her is there anything howmedica needs to do regarding this. She politely said, "no, thank you."